Event description:
It was reported that the patient was admitted for fatigue, acute kidney injury, and flow and power spikes. The patient's lactate dehydrogenase (ldh) levels were less than double their norm. Additional thrombosis labs were pending. The patient had a right heart catheterization which was concerning for right ventricular failure. A log file analysis showed elevated flows well below normal parameters, which is usually caused by something building up on the rotor of the pump.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of power elevations, elevated ldh, renal dysfunction, and right heart failure, as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6) , could not be conclusively established through this evaluation. The submitted log files collectively contained data from 08feb2021 through 25feb2021. Elevations in pump power and estimated flow were observed from (B)(6) 2021. These elevations mostly appeared to have been captured during pulsatility index (pi) events, and the pump¿s power consumption decreased to baseline after each event. No atypical events or alarms were captured, and the pump appeared to have operated as intended above the low speed limit throughout the log file. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) , before undergoing a pump exchange on (B)(6) 2021 (refer to MFR # 2916596-2021-01361). No product is available for investigation at this time. The heartmate ii lvas instructions for use (IFU) lists hemolysis, renal dysfunction, and right heart failure as adverse events that may be associated with the use of the heartmate ii lvas. This IFU also outlines the recommended anticoagulation therapy and inr range, and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 titled ¿introduction¿ lists hemolysis, renal dysfunction, and right heart failure as adverse events that may be associated with the use of heartmate ii lvas. This section also addresses all pump parameters including pump speed, power, flow, and pi. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6 titled ¿patient care and management¿ outlines the recommended anticoagulation therapy and inr range (under "anticoagulation"). No further information was provided. The manufacturer is closing the file on this event.